Event description:
Caller tested 4.2 inr and 2.9 inr on the coaguchek xs system. No treatment required. The customer indicated she excessively milked the finger used for the 4.2 result and added more blood to strip after initial application. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.